Event description:
Our affiliate is reporting the ceramic tip of an angled se electrode broke off and fell into the pt. The pieces were reportedly retrieved from the pt.

Manufacturer narrative:
Our affiliate reported that the device would be returned at some point in the future. The reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of exessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were reported to have been retrieved from the pt. However, if this was to recur and the broken fragments not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When, and if, the complaint device is rec'd here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, a follow-up report will be filed.